Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified and moderately tortuous anterior tibial artery. After crossing a 0.014 non bsc guide wire, a 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilation. However, on the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2mm x 150mm x 150cm coyote mr. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).